Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using fiasp insulin within the pump supplies. The customer was informed that fiasp insulin is off label per the user guide. Customer performed a supply change to address occlusion. There was no reported impact to customer¿s blood glucose level.